Event description:
On (B)(6) 2008 the patient reported that an entire box of infusion sets he received had bent insertion needles. He stated that the insertion needles was "bent backwards." The patient did not use any of the infusion sets. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.